Event description:
It was reported that during device preparation, there was no resistance in removing the stylet from the xience xpedition stent delivery system, but the stent came off the delivery catheter with the stylet. There was no patient involvement with this device. Another xience xpedition was used to complete the procedure without further incident. There was no additional information provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the electronic complaint database revealed no other similar incidents reported for stent dislodgements from this lot. Based on the reviewed information, no product deficiency was identified.